Event description:
It was reported the device exhibited "during volume check and this pump fails under infusing". They set up volume 20ml after running the result was 18.062ml. It was 9% under spec. They tested three difference stations, and the results are same. Lot number 4354754 in use. Using the same set passed difference pumps. Pump is available for return. RMA requested. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was used, not in original packaging and decontaminated. No physical damages were observed. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined; the most probable cause was customer user and equipment/test. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6) located in sections g.1., please direct those to the following: (B)(6)